Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The lesion was in an ostial vein graft of an unknown vessel. A filterwire was deployed to the vein graft. The physician attempted to deploy the taxus express2 3.0x12mm drug eluting stent but the stent would not cross the lesion. The physician tried to remove the stent delivery system so the lesion could be predilated. The stent partially dislodged but remained on the wire. The physician removed everything as a unit however the stent remained in the right iliac. A surgeon was consulted and they decided to leave the dislodged stent in the right iliac. At some point, a dissection had occurred. The physician obtained access through the left femoral artery and placed a 3.0x20mm taxus stent to treat the dissection. No patient complications occurred. Patient status is satisfactory.